Event description:
The customer reported that a nurse alleged that a patient on an achieva ventilator became disconnected and the audio alarm failed to activate. The director of respiratory therapy tested the device and could not duplicate the alleged event. The patient subsequently died, but the director has stated that the device did not cause or contribute to the patient's death. The device was sent back to the factory for testing. The device was further tested and thoroughly evaluated at the factory. No malfunctions or anomalies could be found and the device met all factory specifications.